Event description:
Customer reported she has been experiencing low blood glucose. Customer stated that her initial blood glucose was 117 mg/dl, after 2 hours it was 75 mg/dl and then it was 85. She had food to treat but when she checked again it was 62 mg/dl. Customer turned off the insulin pump till until night and her blood glucose was still low. Customer believed the insulin pump giving her to much insulin. Customer stated that she has had issues since she received the device in may. During troubleshoot; it was stated the drive support cap is recessed. The customer was disconnected during the rewind/prime sequence. Time and bolus history were correct. Customer did not have her settings information. Reservoir is showing more insulin than what is shown on the status screen. Insulin pump passed the displacement test. Customer was advised to check setting with her doctor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement functional testing and no unexpected alarms noted. The insulin pump had cracked reservoir tube lip.